Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. Customer required assistance addressing bg level with carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.